Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 112 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.